Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument hinge joint was broken on one side. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have a broken distal clevis on one side of the clevis ears, as well as a broken monopolar yaw pulley at the posts where it connects to the distal clevis. The broken pieces were not returned with the instrument. No abrasions or scratches were observed on the outer surface of the clevis. The probable root cause of the broken distal clevis is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. Furthermore, the probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. These issues can be resolved by using an alternate instrument to complete the procedure.